Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that the dhs/dcs guide wire became damaged due to inadequate handling. The guide wire is broken and bent and does show the typical fretting marks that the device was used in a misaligned position. The device even was sheared off due to a long and excessive force effect. All indications point to the fact that a lateral mechanical overloading situation and misalignment while surgery caused a bending of the guide wire and finally the edges of the reamer cut the wire. The DHR could not be reviewed as the lot number is unknown. DHR could not be reviewed as lot number is not known. Visual inspection has shown that the article is broken in two parts. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the dhs guidewire was cut in 2 parts when they reamed over it with 338.100. 5 minutes delay of surgery. Patient is okay. Date of implant (B)(6) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.